Event description:
During ambulatory repair of bilateral inguinal hernia, the protective plastic valve (plastic ring) of the spacemaker plus dissector system fell off in the patient. The surgeon retreived the plastic piece and there was no harm to the patient.